Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) thresholds increased after the tether was cut and a pacing failure was observed. Intervention was planned for the next check up appointment and the ipg remains in use. No patient complications have been reported as a result of this event.